Manufacturer narrative:
Analysis of the lead (lot# va1h0xb) found that the distal end of the lead was stretched. The outer insulation of the lead was broken/torn under electrode #2. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the lead had difficulty passing and withdrawing and the lead was not placed past the collar at any time and never implanted. No symptoms were reported. No further complications were reported/anticipated.